Manufacturer narrative:
The device has been received and the evaluation is pending. The root cause is unable to be determined at this time. A supplemental report will be provided when the evaluation has been completed.

Event description:
Information was received that the nail came apart during removal.

Manufacturer narrative:
The device was received for testing. Visual inspection revealed that the anti-rotation lug was disengaged from the housing tube. The barbs of the anti-rotation lug had minor damage from the disengagement which occurred during the removal of the device. As the nail was not fully assembled, functional testing and x-ray imaging was not applicable. The root cause for the disengagement of the anti-rotation lug from the housing body cannot be identified. A device history review (DHR) was performed on lot number: 180417-15 and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Event description:
N/a.